Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead had a pericardial window for effusion. During surgery, an alert was detected for low r waves. Bleeding was observed and physician did not know the cause. Additional information obtained from the field which indicated that there was no perforation noted. The lead was explanted. No additional adverse patient effects were reported.